Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was 77 mg/dl. The customer reported that the pump was not rewinding and the pump was cracked by the side of the reservoir and seal was fallen off. The customer reported that the reservoir was unable to be placed in the pump and the piston did not go down. The customer also reported that the insulin pump completed rewind. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No rewind anomaly noted. However, a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify low reservoir alarm due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring.